Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014.device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: investigation confirmed there was no auditory sound during start up. All auditory alarm settings were set to ¿high¿ setting and tested without resolution. The pump cover was removed to investigate and revealed cracked solder on the auditory assembly connection.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump¿s audible alarm tones did not work; however, the pump had vibratory alarm function. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged audible tone issue remained unresolved with troubleshooting.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.